Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was difficult to deploy from the catheter. After several attempts, physician was able to release the clip. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Clip difficult to release from the catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.